Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 259, 329 and 259 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/19/2017 and open vial date is 01/13/2017. The customer stated he takes his blood test fasting and that he tests eight times a day. The customer stated he has not had any changes in his diet or exercise regimen. The meter memory was reviewed for previous test result history: the 259mg/dl (B)(6) 2017 01:23 am fasting:yes, the 329mg/dl (B)(6) 2017 11:28 pm fasting:yes, the 259mg/dl (B)(6) 2017 08:44 pm fasting:yes, the 416mg/dl (B)(6) 2017 03:30 pm fasting:yes, the 584mg/dl (B)(6) 2017 01:45 pm fasting:yes. Memory concerns:the customer is concerned with the 5 results provided from the meter's memory. The customer is calling in regards to getting high results on the meter when he performs the blood test. The customer is not having any symptoms of high blood sugar now or before. He does not require any medical attention. He takes his blood test fasting and he tests 8 times a day. He has not had any changes in his diet or exercise regimen.